Event description:
Please see the following related MFR report: MFR # (B)(4) for the 1st autopulse li-ion battery MFR # (B)(4) for the 2nd autopulse li-ion battery

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) powered off by itself for four times" was confirmed during archive data review but not during the initial functional testing. The reported complaint of "the platform did not power on immediately upon pressing the power button" was not confirmed. During testing, the platform powered on immediately upon pressing the power button. The reported complaint of "the platform reverting to 30:2 automatically" was not confirmed. The autopulse platform was tested multiple times after switching to continuous mode and did not switch to 30:2 mode automatically. The probable root cause for the power off issue was due to the autopulse platform did not reach the target depth within the specification time due to the stiffness of the patient chest. Upon visual inspection, no physical damage was observed. The autopulse platform passed initial functional testing without any fault or issue. The archive data review showed multiple occurrence of user advisory (ua) 17 (max motor on time exceeded during active operation) error message during the reported event date, which caused the platform to stop compressions. The autopulse li-ion battery that was used during the call (sn 43226) was found to have over-current errors detected during the reported event date. The probable cause for the error could be due to the seized motor in the autopulse platform or due to the autopulse platform demanding excessive current during the operation. The autopulse platform was subjected to the run-in test with a regular test mannequin with a known working battery for 30 minutes. The platform passed testing without any issue or fault. The autopulse platform was then tested with a large mannequin for 30 minutes. The platform passed testing without any issue or fault. Following the service, the autopulse platform has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. Please see the following related MFR reports: MFR # 3010617000-2019-00222 for the 1st autopulse li-ion battery, MFR # 3010617000-2019-00223 for the 2nd autopulse li-ion battery.

Event description:
As reported, during patient use, the autopulse platform powered off by itself for four times. Immediately the crew reverted to manual CPR. During the issue, the patient was on the stretcher in the elevator and transported to the hospital by ambulance. The patient was securely strapped to the platform using the shoulder straps during the transport. Per user, the platform didn't show any error message. Per user, when the crew paused the platform to check patient's pulse, the platform reverted to 30:2 compressions automatically. During the incident the crew used two autopulse li-ion batteries, the first battery status indicator showed three green led's on and the second battery status showed four green led's on. Per user, the patient was obese. No known impact or consequence to patient information was available.